Event description:
Minntech renal systems renasol liquid bicarbonate concentrate; bc-1-l part b, lot: 519d07, mfd: 04/2007, exp: 04/2008. A 3.78 liter sealed bottle grossly contaminated with multiple large black sponge like debris. Dates of use: 2007 - 2008. Diagnosis or reason for use: hemo-dialysis.